Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The rep was in a primary hip case when it became apparent that the introducer would not disengage from the cup. The cup had to be removed and a new one implanted. There was a delay of around 10 minutes

Manufacturer narrative:
An event regarding disassembly issue involving a cup impactor bolt was reported. The event was not confirmed. Conclusions: the event was not confirmed as a functional was performed and the bolt was able to be removed from the shell. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The rep was in a primary hip case when it became apparent that the introducer would not disengage from the cup. The cup had to be removed and a new one implanted. There was a delay of around 10 minutes.